Manufacturer narrative:
A ge service rep performed an on site investigation. The described failure could not be duplicated. However, as a preventative measure, replaced the scan converter pcb. Verified no flickering and the right monitor displays image. The system was returned to service.

Event description:
It was reported that the customer could not enter patient information due to the right monitor flickering on the 2600 system. Field service engineer (fse) found the right monitor dark with no image. No patient injury reported.